Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with a printerissue. Custpmer states that the printer will not print hourly or when you manually print a strip, intermittently a portion of the strip will print but not completely. The patient has had the pump for two days and it was not printing yesterday either. Instructed customer to open the printer to verify the paper was not fed through the black bar, the paper was inserted in the correct manner and that there was no dust or debris present. Customer did state there was a small bit of paper debris in the compartment and was instructed to clean it out. Paper was replaced and left a three-to-four-inch tail of paper out of the printer and closed the printer door. The printer did print a small strip but not completely. Customer then tried to print a test strip, but the console did not print. We discussed the possibility of re booting the console or switching consoles to one with a functioning printer, caller declined both options.

Manufacturer narrative:
A getinge field service engineer (fse) was able to resolve the issue over phone by suggesting the orientation to be corrected. There was no issue with the printer. There was no onsite field service provided. Iabp was then returned to customer for clinical use. H3 other text: issue resolved over a call with biomed.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with a printerissue. Custpmer states that the printer will not print hourly or when you manually print a strip, intermittently a portion of the strip will print but not completely. The patient has had the pump for two days and it was not printing yesterday either. Instructed customer to open the printer to verify the paper was not fed through the black bar, the paper was inserted in the correct manner and that there was no dust or debris present. Customer did state there was a small bit of paper debris in the compartment and was instructed to clean it out. Paper was replaced and left a three-to-four-inch tail of paper out of the printer and closed the printer door. The printer did print a small strip but not completely. Customer then tried to print a test strip, but the console did not print. We discussed the possibility of re booting the console or switching consoles to one with a functioning printer, caller declined both options. There was no patient harm.